Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for ppm check after having discomfort for diaphragmatic stimulation with atrial lead pacing. Pacing from the atrial lead induced visible twitching in the patient's chest. The device was found to be slipped downwards from its original position and had flipped laterally. Physician suspected that the patient had manipulated the device though patient denied. Physician shifted the device to a more desirable location. Patient was stable during and post procedure.

Manufacturer narrative:
Correction: PMA/510(k) # has been updated.